Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level ranging from 800 mg/dl to "high" (specific value was not provided); cause was not known. Customer gave a correction bolus via the pump and was treated with intravenous fluids of saline and insulin. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.